Event description:
They felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Theunit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Upon further investigation, it was noted that the spinning assembly was not properly secured during the assembly process, resulting in the reported complaint. The process instructions were reviewed and found to be adequate. Assembly personnel were informed of the reported complaint and proper instructions were reviewed. This is considered an isolated occurrence.